Event description:
It was reported that 5 bd ultra-fine¿ mini pen needles had needle stick and attach issues. The following information was provided by the initial reporter: the customer reported that after insulin injection for patients with (B)(6) the nurses in the department of renal endocrinology put on the outer needle cap and unscrewed the used needle, but the outer needle cap was too loose which lead to the separation of needle and needle cap and one of the needles stabbed the operating nurse.

Manufacturer narrative:
Investigation summary: exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st related complaint for each of (cannula patient end separates, needle stick - after use or dirty, loose outer cover and outer cover separates) on this lot #. No non-conformances were raised in association with these types of events for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the indicated issue hence as the root cause is undetermined and based on trend analysis no further action is required at this time. Samples returned - the customer returned 15 pcs samples being 14 pcs unopened and 1pcs opened. Inspected 15 pcs customer returned samples parts cannula adhesive appearance - cannula and out cover pull force. All results meet products specification. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 5 bd ultra-fine¿ mini pen needles had needle stick and attach issues. The following information was provided by the initial reporter: the customer reported that after insulin injection for patients with (B)(6) the nurses in the department of renal endocrinology put on the outer needle cap and unscrewed the used needle, but the outer needle cap was too loose which lead to the separation of needle and needle cap and one of the needles stabbed the operating nurse.

Manufacturer narrative:
Investigation summary: exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st related complaint for each of (cannula patient end separates, needle stick - after use or dirty, loose outer cover and outer cover separates) on this lot #. No non-conformances were raised in association with these types of events for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the indicated issue hence as the root cause is undetermined and based on trend analysis no further action is required at this time. Samples returned - the customer returned 15 pcs samples being 14 pcs unopened and 1pcs opened. Inspected 15 pcs customer returned samples parts cannula adhesive appearance - cannula and out cover pull force. All results meet products specification. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.